Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a male patient with a history of renal calculi underwent a renal lithotripsy procedure. During the first minute of the procedure it was noticed that the tip of the laser fiber was missing. The user attempted to retrieve the tip using biopsy forceps, but was unsuccessful. Once the procedure was completed the staff attempted to visualize the tip with a scope around the renal pelvis area. The renal pelvis was irrigated and a ureteral stent implanted. The facility speculated that the tip may have been washed out with irrigation. Also, staff considered the possibility that the tip may have broken during the attempted retrieval with the forceps. The patient will return in 6 weeks for the removal of the stent. In addition, the renal pelvis will be checked to see if the tip can be visualized.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, manufacturing instructions, and specifications was conducted during the investigation. The device was not returned for evaluation. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, and the results of the investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.